Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case on display window concerns and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported tha the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 192 mg/dl. The customer was asked if recalls any significant events leading to the alarm and said no. The customer wa advised that the insulin pump will need to be replaced. The patient was advised to discontinue used of the insulin pump and revert to a back up plan per health care provider instructions.